Manufacturer narrative:
Internal complaint reference: case-2024-00216661-1.

Event description:
It was reported that during a ukr cori-assisted surgery, the drill would not unlock during registration. One real intelligence cori system gave the drill deactivation notification. When "continue" was pressed, the issue persisted during the attempt to unlock the drill. The drill was then unplugged and plugged back in, but the problem remained. The user went to the drill diagnostic in the admin section to unlock and relock the bur, but still received the drill deactivation error when trying to register the drill again. The user deleted the case and powered the cori system on and off. Upon powering back on, a new case was created, but the drill still wouldn't unlock. A new drill from a new tray was tried, but this new drill also gave the deactivation notification when attempting to unlock it. The user went through the same process as before, including unlocking and re-locking the drill on the admin screen, shutting off the cori, and creating a new case, each time encountering the drill deactivation error. The final time the user tried to unlock the drill, the following prompt appeared: "system fault - please contact robotic customer support - press quit to exit the application." After pressing quit, the system brought the user to the case information screen with the following prompt: "warning internal error - the system has detected that the application unexpectedly exited. Please contact robotics customer support. At this point, the surgeon was ready to make the incision, so the cori system was shut off and the surgeon executed the case with manual instrumentation. The case was completed successfully after a non-significant delay with manual instrumentation.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. In absence of xsession logs, a review of the provided navio logs was completed with the software support team (crc-309). The reported problem was not confirmed. After reviewing both the description and the log files, according to the description, the user observed a drill deactivation notification and system fault, but the logs indicate a system fault error of type "communication failure". There are no events of drill deactivation found in the navio log. Should the missing files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with exposure motor indexing failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.